Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was found to be leaking water. The customer found the unit leaking in the storage room. There was no patient involvement.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr found three leaks in the cardioplegia (cpg) motor area, one at valve 4 and two from the impeller output housing. The fsr sealed the leaks with teflon plumbers tape on the pvc connectors. The fsr tested the unit after repairs and all were successful. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.